Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). B3: event date between. (B)(6) 2010. Therapy date: unknown. G2: foreign country - iran. The reported event was identified during review of a journal article. Mortazavi, s. M. J., irani, p. T., poursalehian, m., mahanrad, m., mirghaderi, p., razzaghof, m., & saberi, s. (2025). Mid-term to long-term outcomes of total hip arthroplasty using a cementless trochanteric sparing short stem through direct anterior approach: a single-center study. Arthroplasty today, 32, 101623. Https://doi.org/10.1016/j.artd.2025.101623. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
On (B)(6) 2025, a journal article was retrieved from arthroplasty today (2025) that reported a retrospective study from iran. The purpose of the study was to evaluate the mid-term to long-term outcomes of total hip arthroplasty (tha) performed with a cementless trochanteric sparing short stem through a direct anterior approach (daa). The study reviewed 755 hips in 667 patients (412 female / 343 males) with surgeries performed between 2010 and 2019. All patients received a cementless fitmore stem with either a continuum (48.6%) or trilogy (51.4%) shell with a poly liner. The indication for surgery was painful hip unresponsive to conservative treatments requiring a tha for treatment. The study population had a mean age of 48.9 years at time of surgery (range 18-83 years). Follow-up was conducted at 2-4 weeks, 3, 6, and 12 months, then annually or biennially thereafter with a mean length of follow-up for 10.52 years (range 3-13 years). It was reported that 6 patients reported 6 periprosthetic joint infections; of which, 4 hips underwent 2-stage revision. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information.

Manufacturer narrative:
Follow up report: (B)(4). Updated: b3, b4, b5, d2, d6, g1, g3, g6, h1, h2, h6. D6 implant dates: between: (B)(6) 2010 to (B)(6) 2019. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the journal article, the reported event can be confirmed. A definitive root cause cannot be determined. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. During the investigation process a review of the sterile certifications were not reviewed, as no product part/lot information was provided. However, all devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.